Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4) product registration - additional d4: catalog/serial/lot no/UDI - additional h2: additional information h4: device mfg date - additional h6: adverse event problem - additional

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.